Event description:
It was reported that the service and repair department documented a report from the customer that the tip is broken off of the depth gauge. The facility contact confirmed that the event did not occur during a procedure and was discovered during the cleaning process. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the tip of the gauge broke off. The repair technician reported the protective sleeve was missing, and the probe was bent. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. A product development evaluation was completed: one part 319.004 was received. The hook on the tip of the silver measuring rod is slightly bent and partially broken off. The returned device shows light use during its 3.25 year lifespan. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used during mini fragment plate implantations in the foot, hand, and craniofacial area; and proper use and maintenance are addressed in technique guide. The complaint condition was caused by method of use, damage during sterilization while in the disassembled state, rather than the design of the instrument. This complaint condition is possibly a result of method of use, instrument age, inattentiveness during sterilization, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.